Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose levels ranged from 300 mg/dl to 400 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy, and declined any further troubleshooting from tandem technical support.